Manufacturer narrative:
Event date: (B)(6) 2019 . Date of this report: 09sep2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the touch screen assembly to address the reported problem.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported a ventilator with a touch screen failure. There was no patient involvement.